Event description:
A customer received an "unspecified sensor" error message on the Abbott Diabetes Care (ADC) Device sensor and was unable to obtain glucose readings. As a result, the customer experienced dizziness and tingling and self- managed to consume dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.